Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a high blood glucose of 591 mg/dl. Customer stated that she took manual injections and it was still not helping her blood glucose. Customer pulled out the infusion set out of her body. Customer stated that the cannula was fine. Customer has used some insulin out of the pump and nothing is lowering her blood glucose. Customer treated with a bolus. Customer stated that she seems to be a little irritated and has a headache. Customer drank 6 glasses of water. Customer found no air in the tubing. Customer ran a manual prime and stated that the insulin did exit the tubing. Customer was advised to do a complete set change and stay on manual injections. Customer later called back after receiving the tubing clamps. Customer's blood glucose was 62 mg/dl. The pump passed the high pressure test and self test.